Event description:
It was reported that a large volume intermate did not flow after the cap was opened. This occurred while the device was connected to a patient for an infusion of caspofungin in 250ml of 0.9% normal saline (baxter compounded solution). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was manufactured april 8, 2014 to april 10, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.